Event description:
It was reported by the customer that the wrong stopcock was turned and not reopened. The customer did not know what kind of neurological changes the pt encountered and without knowing the pt name/info, she could not confirm what the pt's intracranial pressure (icp) was at the time. The customer could only assume that the pt must have had some kind of neurological changes if the attending neurosurgeon was called. The neurosurgeon did not remember the name of the pt so any additional data was unable to be provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.